Event description:
Additional information: it was stated that patient was "stable", although not receiving adequate intrathecal therapy.

Event description:
It was reported that a volume discrepancy occurred where the actual residual volume (arv) was greater than the expected residual volume (erv). The reporter did not provide specific values for the volumes. The reporter stated at the last two refills they have gotten back the full amount that they put in. It was unknown whether a dye study had been attempted. A revision was planned. The drug in the pump was unknown. It was later reported that the patient logs had been read and the patient was being scheduled for a side port study as well.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that according to the telemetry strip from programming session on (B)(6) 2013 showed the low reservoir alarm occurred (B)(6) 2013 and empty reservoir alarm occurred (B)(6) 2013. Neither of the programming session strips that were received, from (B)(6) 2013 and (B)(6) 2013 have record of a motor stall. Additional information received reported that the cause of the motor stall had ¿not been determined¿ at the time of the report. There was no replacement scheduled as of the date of the report. The patient was not receiving effective therapy.

Event description:
Additional information reported the patient¿s entire catheter and pump were explanted.

Manufacturer narrative:
Concomitant products: product ID 8709, lot # j0056599r, implanted: (B)(6) 2000, product type catheter. (B)(4).

Event description:
The following information was previously reported in mfg report # 3007566237-2015-00629 [ it was reported the patient's pump failed prematurely. This occurred about 1 year prior. The pump was used to infuse an unknown type of drug. No interventions, symptoms, outcome or drug information was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.] Is relevant to mfg report # 3004209178-2013-15404.

Manufacturer narrative:
(B)(4)

Event description:
It was later reported that the patient was not getting adequate pain relief. A sideport access and dye study was done and no problems with the catheter were found. The pump logs did not show any issues such as motor stalls or other problems. Volume discrepancies were noted over the past 2-3 refills. The pump was likely going to be replaced and sent back to the manufacturer for analysis. The device system was used to deliver sufentanil and bupivacaine. It was later reported that, in mid-august, the patient experienced withdrawal symptoms, increased pain, sweating (diaphoresis) and less than 50% therapy relief. A dye study and rotor study was done on (B)(6) 2013 and the physician determined that the motor was stalled. It was unclear if the pump logs indicated a motor stall. The pump was to be replaced as soon as insurance approval was obtained. At the time of the report, the patient was without injury. It was later reported that the patient was seen by a healthcare provider (hcp) on (B)(6) 2013 for a refill. The patient had continued pain shooting in his right leg from the low back. The patient also had neck, back and right shoulder pain. The patient had low back tenderness on the right side which was worse than the left from l3-l4 distal. It was stated that "something is different" it was determined that a lumbosacral sprain and strain and a neck sprain occurred. It was also reported that the patient had a history of lumbosacral sprain and strain, low back pain and radiculitis. He was supposed to be scheduled for some injectable therapies as he had trigger points a couple of years ago, which helped. On (B)(6) 2013, the patient was seen by the hcp for another refill. The patient continued to have constant neck, low back and right shoulder pain. At this time, the expected reservoir volume (erv) was 5.2ml and the actual reservoir volume (arv) was 20ml. The pump was refilled. The patient was to return to the clinic in 10 days for a pump volume check. At the dye study on (B)(6) 2013, aspiration was attempted with clear cerebrospinal fluid (csf) flowing back, indicating that the catheter was intact. There seemed to be some stall of the motor under fluoroscopic study.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information/device evaluation: the pump and several catheter segments were returned for analysis. Analysis of the pump revealed ¿pump tube binding¿ and ¿overinfusion with an undetermined root cause¿. As received the pump was empty and left running at simple continuous infusion mode. Dispense accuracy testing was performed and the initial test passed for accuracy but displayed an unusual looking graph. A retest was performed and that unusual graph appeared along with an over infusion on accuracy. An x-ray was taken, it was hard to see but the pump tube looked like it was migrating towards the inlet. Destructive analysis showed that the pump tube had migrated towards the inlet and had a kink in the tubing. The catheter was returned in 8 segments; the segments did not all appear to be from the same catheter model. Analysis of catheter segments 1-6 (proximal segments) revealed ¿catheter body-broken¿. A white crust-like foreign material was on the catheter surface. Segments 3 and 6 had broken ends and segment 5 had a break in the body of the catheter. Analysis of catheter segments 7-8 (pin connector, strain relief shroud and distal catheter segment) revealed ¿no significant anomaly - dried drug, blood, or foreign material occlusion¿. The pin connector as received was occluded. This was able to be broken loose during decontamination; it was not possible to determine when this occlusion occurred, in vivo or in transit.

Manufacturer narrative:
(B)(4).